Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: a patient of unknown age and gender presented for a microwave ablation. Prior to the procedure, the solero generator was turned on and the applicator was connected to the unit for testing per the instructions for use for this product. Chilled saline was used for testing as required. The applicator passed all testing with no issues. The probe was placed and the ablation was initiated. At the first attempt to ablate, the solero unit displayed an "error 209 temperature > 52 degrees c.". The solero unit was turned off, and turned on in attempt to clear the message. The error message displayed again. Multiple attempts were made to clear the error message, but were unsuccessful. The procedure was aborted due to this event. The patient was under anesthesia for the duration of this event. This event has been assessed as a reportable event due to patient safety risk as the patient was unnecessarily sedated. It was reported the disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. A visual review of the device noted no obvious defects. Functional testing of the probe noted no issues or error messages. The solero probe functioned as intended. The reported complaint description of an error 209 could not be confirmed. The returned probe was tested for flow rate and functionality. The probe was deemed to be functioning properly. A root cause for the reported complaint description "error 209" cannot be determined. A 209-error reading can occur during a procedure for a number of reasons. A review of the service order system for the account's solero generator, serial number (B)(6), revealed there have been no previous repairs, servicing and/or upgrades for this unit associated with error 209 since the unit was distributed. A review of the lot history records was performed for the reported 19cm solero applicator lot number 5370558 for part number h7877001060020 for any deviations in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).